Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged after the patient used the left arm to pull themselves out of bed. The was revised and remains in use. No further patient complications have been reported as a result of this event.